Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine if a software anomaly contributed to the reported issue as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735737, software: 2.1.0 h6) d14 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. The spine software was reinstalled and the camera cleaned. The system then functioned as intended. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that site was not able to verify instruments. When a manufacturer representative (rep) tried to replicate the issue, all of the instruments in the set were flickering after verifying and not moving the instrument at all. Troubleshooting was performed. Thenetwork device interface (ndi)toolbox was normal. Geometry error for all instruments was under 0.2 mm. The rep was using brand new spheres with the instruments. Instruments appeared in good condition visually. When moving the psu, there was a blind spot when thereference frame was in the center of the crosshairs. The system had plenty of storage. Psu functioned as intended when the ref frame was kept out of the center of the tracking view. Psu was positioned in the center of "near far" in the tracking window. Lenses of the psu appeared visually to be clear and in good condition. There was no patient involvement.